Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on radius and valve crack. Leak test and microscopic analysis was performed which identified: one opening striated on radius, valve crack and partial delamination of the valve. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, partial delamination of the valve (adhesive failure) and one striated opening due to surgical damage consist in the use of some surgical tool. Reason for reoperation is capsular contracture baker grade unknown and deflation.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade unknown. Device was explanted.